Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extended bipolar left ventricular pacing as a possible therapy for late electrical storm induced by cardiac resynchronization therapy. Journal of electrocardiology. 50 (2017) 349¿352. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) lead pacing. The case study noted the patient was admitted to the hospital for developed slow incessant monomorphic ventricular tachycardia (vt) two years post implant of the cardiac resynchronization therapy defibrillator (crt-d) system. The patient was administered oral amiodarone. Two days later the patient was readmitted for multiple episodes of sustained and non-sustained vt. The article noted the patient developed lv pacing induced proarrhythmia resulting in a vt storm. The device was reprogrammed from true distal lv bipolar pacing to extended lv bipolar pacing. This resulted in the elimination of the vt storm. The lv lead remains in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.